Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on the bottom case. Error history log review found a check syringe flange sensor error. Alarm triggered, flange sensor stuck on true in diagnostics menu. The root cause of the reported issue was found to be the optocoupler was loose as a result of normal wear. The pump was over 10 years old. Actions were taken to mitigate the reported issue: reseated the optocoupler. Performed power up process and all functional tests passed.

Event description:
It was reported that the pump had a check flange sensor error. No patient injury was reported.